Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that universal surgical manipulator (usm) 2 rotated unexpectedly on its own, and the endoscope image appeared inverted when the endoscope was installed on usm 2. The tse explained that it was possible the surgeon had moved the usm beyond its intended range of motion, which may have caused the camera orientation to flip, and that there were no error messages or system faults displayed. The customer removed the endoscope, repositioned the usm, and then reinstalled the endoscope, which resolved the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: there was no patient injury due to the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and but was unable to replicate the issue. The system was verified and ready for use.